Manufacturer narrative:
Specific complaint lenses were not returned for evaluation. Accompanying lenses of the same lot that were returned were evaluated and the results of the testing performed were all within specification. Additionally, a review of the lot device history records show that the product was manufactured, packaged, and released according to global and plant product specifications. Medical documentation from the doctor was not provided. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported experiencing eye discomfort, pain, blurry vision, and a scratchy feeling in both eyes upon initial use of product. Follow-up information received from consumer¿s father indicates consumer visited a local hospital and was diagnosed with unspecified corneal infection. Consumer¿s father states that consumer was prescribed an unspecified eye drop at time of this visit. Medical documentation from the doctor was not provided. Consumer¿s father reports consumer to be recovered.